Event description:
It was reported that the threaded tip of the screw inserter broke off, while implanting the screw. The broken piece was retrieved and discarded. Pt status is fine.

Manufacturer narrative:
The DHR was reviewed for the reported device and no discrepancies were observed.